Event description:
A customer reported an issue with their insulin pump, which declared an altitude alarm. There was no adverse impact to the customer's blood glucose level. Customer was instructed by technical support to clean the speaker holes and attempt to resume insulin delivery by reconnecting the cartridge. However, this was not successful, and the alarm recurred. Technical support decided to replace the pump and cartridge. The customer will use multiple daily injections as a backup therapy and was advised on how to store and return the malfunctioning pump.